Manufacturer narrative:
The returned device was evaluated and inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level had read (> 500 mg/dl). As treatment, the patient received a manual injection of insulin.